Manufacturer narrative:
The main device, the other relevant component includes: product ID 8780 serial# (B)(4) implanted: (B)(6)2012 explanted: (B)(6)2017 product type catheter. The aware date for this event has been updated to july 24, 2017. Of note, only the catheter was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Patient code (B)(4) if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. The catheter was returned to the manufacturer for analysis on (B)(6)2017. The therapy was identified as intrathecal baclofen (itb). It was indicated the patient was not in a clinical study, and the device was used with/in the patient, for treatment. It was reported the patient experienced withdrawal symptoms, increased spasticity, and itching. The representative further indicated the reason for return was therapy-related, as the patient experienced a loss of therapy, and noted that the catheter appeared to be frayed. The reason for return was also specified as device-related, regarding the ascenda catheter. It was reported there was no patient death or injury, and it was indicated the patient recovered with sequela.

Manufacturer narrative:
Correction: the patient recovered without sequela. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. The catheter was returned to the manufacturer for analysis on august 07, 2017. The therapy was identified as intrathecal baclofen (itb). It was indicated the patient was not in a clinical study, and the device was used with/in the patient, for treatment. It was reported the patient experienced withdrawal symptoms, increased spasticity, and itching. The representative further indicated the reason for return was therapy-related, as the patient experienced a loss of therapy, and noted that the catheter appeared to be frayed. The reason for return was also specified as device-related, regarding the ascenda catheter. It was reported there was no patient death or injury, and it was indicated the patient recovered without sequela.

Manufacturer narrative:
Other relevant components include: product ID 8780, serial# (B)(4). Implanted: (B)(6) 2012; explanted: (B)(6) 2017; product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. The pump contained dilaudid [2000 mg/ml] at a dose of 549.4 mg/day. It was reported a catheter event had been confirmed. The representative stated that the entire catheter was replaced the day of report ((B)(6) 2017). The pump programming was reviewed. The representative stated the patient was having symptoms which triggered a dye study, and they were unable to aspirate. The symptoms were not specified. The onset of the event was reported to have occurred in the ¿last couple of days¿. No further patient complications were reported.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp via the representative reported it was unknown what symptoms the patient experienced related to the inability to aspirate from the catheter. The explanted catheter had been returned for analysis.